Event description:
It was reported that a homechoice automated pd set with cassette was leaking from a damaged cassette. The leak was observed after us of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection identified a leakage from the cassette. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.